Event description:
The doctor reported loss of integration of three implants due to infection. The implants at tooth sites #3, #8 and #13 were removed.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Although the device was received, the implant was misplaced prior to reaching the investigator; therefore, visual examination and testing could not be performed. Review of the device history record did not provide any indication of a manufacturing deviation that would contribute to this event. No definitive root cause has been determined.